Event description:
Per email, it was reported that during a webinar with global medical education, a physician described how to manage difficult reservoir placement while implanting an inflatable penile prosthesis (ipp). First, he mentioned that, for the conceal reservoir, you may see it slip into the scrotum, and he has seen this several times when the reservoir was underinflated. He said he would take the patient back into the operating room, take that reservoir out and place a spherical reservoir. Secondly, the faculty member also said he had an artificial urinary sphincter (aus) pressure regulating balloon (prb) that ended up on the other side of a patients rectum. He said this did not cause a problem for the patient and he said he did not do anything surgically.